Manufacturer narrative:
(B)(6). Visual assessment of the inserter showed the inner shaft distal end has broken off. Root cause is undeterminable due to condition of returned device. A review of the device history records was not possible as the lot number was not provided by the reporter.

Event description:
During a hip labral repair using the bioraptor knotless suture anchor, hip it was reported that the end piece of the metal on anchor snapped off and was left inside the implant after deployment. It was removed with arthroscopic graspers. The patient's bone quality is noted as good. No patient injury or other complications were reported.